Manufacturer narrative:
The device has been evaluated by boston scientific and confirms the leak in tubing on catheter handle near stopcock. Visual inspection revealed the irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. There was dried bodily fluid found on the handle, sheath, distal end, and the irrigation tubing. There was dried saline found on the handle, sheath and distal end.

Event description:
It was reported that there was a leak in the tubing of the catheter handle near the stopcock. During an pulmonary vein isolation procedure to treat atrial fibrillation a intellanav mifi open-irrigated was selected for use. The device suddenly had temperature issues when coming on radio frequency ablation delivery. They performed test ablation in blood pool, and the issue persisted. They checked the flow settings, and pulled the catheter from the body and checked the tip flow. There was no flow from the tip of the catheter. When checking the tube for kinks they discovered a leak in the tubing on the catheter handle near the stopcock. An exchange of the catheter resolved the issue. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a leak in the tubing of the catheter handle near the stopcock. During an pulmonary vein isolation procedure to treat atrial fibrillation a intellanav mifi open-irrigated was selected for use. The device suddenly had temperature issues when coming on radio frequency ablation delivery. They performed test ablation in blood pool, and the issue persisted. They checked the flow settings, and pulled the catheter from the body and checked the tip flow. There was no flow from the tip of the catheter. When checking the tube for kinks they discovered a leak in the tubing on the catheter handle near the stopcock. An exchange of the catheter resolved the issue. No patient complications were reported.